Manufacturer narrative:
New information received notes that the lead was not dislodged. The ra lead was explanted and replaced based on the physician's request. B5 and h6 sections were updated.

Event description:
New information received notes that the lead was not dislodged. The ra lead was explanted and replaced based on the physician's request.

Event description:
It was reported that the patient presented for an explant procedure. Prior to the procedure, it was noted that the right atrial (ra) lead had dislodged. The ra lead was explanted and replaced. The patient was in stable condition throughout the procedure.

Manufacturer narrative:
Further information was requested but not received.